Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00190 driver.

Event description:
During screw insertion into a aculoc 2 plate, the driver tip broke off in a screw head. The tip was not able to be extracted from the screw head and was left implanted in the patient's body.